Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer had been hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was over 500 mg/dl. It was noted that the customer woke up to high blood glucose and their legs gave away when they tried to get up. The customer had treated their high blood glucose with the insulin pump before breakfast. They treated with manual injection during lunch. When they were in the hospital they were treated with intravenous insulin therapy. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.